Manufacturer narrative:
Event description: 0.035" guidewire used. The stent partially deployed as the physician was unable to pull once pinned. No intervention was required to move the stent. The stent was very carefully removed by pulling it back out through the artery partially deployed. Device analysis: the protégé everflex stent delivery system was returned for evaluation. No ancillary devices, cines images or procedural notes were received for evaluation. During visual inspection, the stent delivery system was examined and it was noted that the safety lock was loose and the stent was partially pre-deployed on the device. Approximately 3.50cm of the device was exposed from the distal tip and approximately 2.50cm of the stent was exposed. The radiopaque markers appeared intact. An unknown substance was observed on the exposed portion of the stent. The inner distal assembly was cut just proximal to the retainer bond to allow examination of the stainless steel hypotube. Witness marks were noted on the stainless steel hypotube which are from the safety locking pin engaging the stainless steel hypotube. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician had intended to use a protege gps to treat a 30mm lesion in the biliary artery. The artery diameter was 10mm. The device was prepped as per the IFU with no issues identified and no damage noted to the packaging. The thumbscrew/lock-pin was checked for securement prior to procedure. A 7 fr sheath was used. There was no difficulty advancing the device and no excessive force was used. The device did not pass through a previously deployed stent and no embolic protection was used. The stent was reported to have partially deployed. The partially deployed stent was removed and another stent used to complete the procedure. No patient injury was reported.